Event description:
Same case as MFR's report #6000089-2007-00459. It was reported that during a carotid stenting treatment procedure, stent delivery difficulty was encountered and the stent delivery sheath tore. The lesion being treated was a 60% stenotic lesion with no obvious calcifcation in a non-tortuous vessel. The lesion was not predilated before the stent delivery was advanced. "When the physician wanted to open on deployment. The carotid stent couldn't open. So he pulled and pulled. Finally, this stent broke." The first two stent systems could not be deployed and broke. The third stent delivery system successfully deployed the stent without difficulty. After the procedure, the pt condition was reported as "no serious injury" and the current pt condition is reported as "fine."